Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the wake button was unresponsive. A replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.